Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
This was a primary case with a very angulated neck. The aorta was measured at 29mm and a 28mm heli-fx guide was offered to the physician. However, the physician elected to proceed with a 22mm heli-fx guide. Six endoanchors were placed without issue. When attempting to place the 7th endoanchor, the endoanchor was mis-deployed and came to rest in a small side branch of the hypogastric. The endoanchor appeared stationary and the doctor believed it was in a location that would not pose any risk to the patient. As a result, the doctor decided to leave the endoanchor in place rather than attempt to snare it. During deployment, it was not certain if the doctor was perpendicular to the vessel wall and he was not sure if he had adequate apposition. Due to the size of the aorta in comparison to the reach of the heli-fx guide, the heli-fx applier was sticking out of the tip of the guide relatively far. There was no belief the device malfunctioned in any way to cause the mis-deployment. The case was ended after the endoanchor was mis-deployed as six endoanchors had been placed already. There was no adverse patient im pact.